Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was given instructions on how to reset the pump and advised to call back if the malfunction code reappeared, which they acknowledged and understood.